Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture thresholds and a gradual rise in pace impedance measurements. High out-of-range pace impedance measurements greater than 2,000 ohms were observed, triggering a lead safety switch (lss) to unipolar. As a result, there was unipolar noise with oversensing and pacing inhibition greater than 7 seconds. The patient was seen in-clinic and rv sensitivity was reprogrammed to 10mv until rv lead revision could be performed. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.